Event description:
It was reported that the son inadvertently dislodged the infusion set while pulling up his pants on (B)(6) 2026 in the united kingdom. High blood glucose was managed using insulin pump therapy and a pen correction injection.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.